Event description:
It was reported that during a standard pulmonary vein isolation (pvi) ablation procedure with the impedance mapping system, the workstation suddenly exited the case without input from the mapper and returned to the home screen. The mapper was able to resume the case from the home screen and continue mapping as normal. It was further reported that the patient was given a pacemaker after he developed heart block during the case. The outcome of the case is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: afr-00016 product type: mapping system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.